Event description:
It was reported that (1) device was used during an unknown procedure. It was reported that the area stapled came apart right away. Another device was used to complete the case. There was no consequence to the patient.